Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: (B)(4), m2a tpr hi carbon 37/28mm lnr, (B)(4); (B)(4), 28mm m2a hi carbon hd +3mm nk, (B)(4). (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10469, 0001825034 - 2017 - 10471. Requested but not returned by hospital.

Event description:
It was reported that the patient was revised due to metallosis. Attempts have been made and additional information on the reported event is unavailable.